Event description:
Pt says she called the paramedics because her meter read 336mg/dl and felt dizzy and hungry. According to the pt, pt could have gone into a coma" if pt had taken insulin because pt's glucose was really 92mg/dl on the paramedics meter. Pt was treated with food and/or beverage.